Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the f11/f12 power line fuses were open. The fuses were replaced and the issue was resolved. The open fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system did not have the system on or line power lights illuminated. Multiple wall outlets were tried without resolution. There was no patient present when this issue was identified.